Event description:
In 2003 the patient received multiple fractures from a car accident. After several operations and the loss of soft tissue, the patient agreed to another operation. Six mos later, the patient underwent a lower tibia internal fixation using 3 smartscrews. Simultaneously, a fascio-cutaneous flap was performed. The patient was discharged from the hospital in good condition seven mos later. Two years later, approximately in feb. 2006, the patient developed edema in the location where the smartscrews were implanted. In addition, a sinus tract developed along with effusing crystalloid. Following reduction of crystalloid, the wound healed with scar tissue, but then it would recrudesce again. This problem has continued for about one year.

Manufacturer narrative:
Investigation: conmed linvatec is unable to indentify the root cause of the reported problem since the patient's preexisting conditions are unknown. This is the first complaint of any kind referring to lot s0001882. Since 1985 we have received only 8 complaints related to possible minor infections/allergic reactions related to these implants. If we receive additional info concerning this case we will follow up this report accordingly.